Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. The receiver data log was reviewed. The complaint of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised patient's mother to reset the device and to insert a new sensor if issue continued. No additional patient or event information is available.